Manufacturer narrative:
Magellan has been unable to corroborate and/or investigate this event due to lack of information despite multiple attempts to contact the customer.

Event description:
Through an inside sales representative (isr) customer reported suspected falsely elevated patient blood lead test results while using the leadcare ii (lcii) system. The customer indicated that patient results have been observed in the range of 6-9 g/dl lead levels. The customer reported that quality control (qc) testing was performed; however, no specific control values or supporting data were provided. Regarding the controls being within range was provided. Magellan's technical service (ts) follow up activities: (B)(6) 2026: voicemail and emails sent to the customer requesting information. (B)(6) 2026 email sent to customer , (B)(6) 2026 email and voicemail sent to customer , (B)(6) 2026 final attempt mad; voicemail and email sent to customer. All attempts to discuss this issue with the customer were unsuccessful. Attached for reference is copy of the emails attempting to contact the customer.